Event description:
Patient was in hospital critically ill from issues other than device function. Patient had several vf episodes with termination provided by shocks from device starting (B)(6) 2025. The last vf episode was (B)(6) 2025, around 0200 estd (approximate time.) Patient went into vf and the device shocked without converting to normal sinus. Upon interrogation post episode, interrogation revealed device in back up mode. Device functioned appropriately but patient expired. Device remains implanted in patient.